Event description:
It was reported that a malfunction occurred with the customer¿s pump. There was no reported impact to the customer¿s blood glucose level. The pump was operating again as intended, but a replacement pump was arranged for the customer, and the malfunctioning device is expected to be returned by the end of march 2026.